Event description:
This is a literature report from (B)(6) of encapsulating peritoneal sclerosis in a patient coincident with icodextrin (extraneal) therapy. On an unreported date, the patient with end stage renal failure was having insufficient ultrafiltration from an unspecified 4.25% dialysis solution and was switched to icodextrin. After unspecified period of icodextrin therapy and 4 yrs 5 months of being on peritoneal dialysis, the patient underwent a living-donor renal transplant that failed immediately after surgery. The patient was started on immunosuppressant and steroid pulse therapy. The renal function did not recover and the patient was started on hemodialysis. On unreported date after being on hemodialysis, encapsulating peritoneal sclerosis was suspected due to repeated ileus symptoms. The abdominal x-ray showed small intestinal gas and the abdominal CT revealed presence of peritoneal sclerosis at its intermediate stage, and were not inconsistent with encapsulating peritoneal sclerosis. A diagnosis of encapsulating peritoneal sclerosis was made and oral methylprednisolone that was started after transplant was continued. No further information was provided pertaining to the event of encapsulating peritoneal sclerosis. In (B)(6) 2008 (6 years after starting dialysis), the patient was found to have high crp and hemorrhagic ascites were detected. Bacterial peritonitis was diagnosed. Antibiotic was started. However, fever occurred repeatedly. A culture of the ascites drainage was performed and was positive to (B)(6). The patient was started on an unspecified antimicrobial therapy. Continuous drainage of ascites was performed. Subsequently, the clinical course improved and the crp was reported as negative. Upon follow-up on 22dec2010, it was clarified that the patient was on dianeal 4.25% and was continued with extraneal.

Manufacturer narrative:
(B)(4). Literature citation: yoshimura m, isihikura k, shinsuke m et al. Peritoneal dialysis 2010: suspected encapsulating peritoneal sclerosis in three children who have been on peritoneal dialysis for less than 5 years. Kidney and dialysis. 2010sep; 69: 404-406. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.